Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant of the right atrial (ra) lead a pericardial effusion and cardiac perforation was suspected. Pericardiocentesis was performed and the lead was revised and remains in use. No further patient complications have been reported as a result of this event.